Event description:
It was reported that insulin leaked from the infusion set and possibly past the o-rings of the reservoir. The customer stated that he found insulin in the insulin pump's reservoir compartment and that the infusion set cannula was bent. He reported that he had jammed the infusion set sideways through a door very hard. He stated that later in the day he was treating himself with insulin via the insulin pump, but his blood glucose levels did not lower. The blood glucose reading was in the 300 to 400 mg/dl range. He went to change the insertion site and found it wet, smelling of insulin. He reported that he had discarded the infusion set and reservoir. He did not observe any damage to the reservoir upon its removal. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.